Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire was stuck inside of the catheter of the burr, however, it was possible to release the guidewire. Once the guidewire was release, it was noticed that the guidewire was broken/fractured; the other section of guidewire was not returned. Besides, two kinked sections were found in its body located approximately at 7cm and 23cm from the broken section. The distal tip was kinked and stretched. No more damages were found in the device. Dimensional inspection of the outer diameter (od) of the middle and od of the proximal section of the guidewire were performed and were within specification. Dimensional inspection of the overall length and od of distal tip could not be performed due to the device condition.

Event description:
Reportable based on analysis completed on (B)(6) 2019. A rotawire was received with MFR# (B)(4) with no reported issues. However, device analysis revealed that the wire was broken/fractured.